Event description:
Customer initially reported that they had difficulty filling the vaporizer. When received, the vaporizer had a note indicating the unit had high output. There was no report of patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The vaporizer was tested and found to accept agent, however, the filler cap would not tighten down due to the filler insert being damaged. The damage is consistent with the vaporizer having been dropped on to a hard surface. Output of the vaporizer was tested and found to be high to manufacturer's specifications. The output deviation was due to two contributing factors. The thermostat hinge strip was noted to be bent from the original setting, apparently due to being dropped on a hard surface. Brass contamination was noted at the rotary valve/sump cover interface. This causes an effective deepening of the valve control groove leading to output deviations.